Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient reported zero boxes while charging the implantable neurostimulator (ins). She stated she was able to get more boxes to fill during the call. They noted seeing power on reset (por) message on the recharger, and the programmer indicated the ins needed to be charged. The patient mentioned she was in the intensive care unit for a week because she had covid. They mentioned she hasn't seen a doctor since implant. The patient was advised to to charge her ins then attempt to connect with the programmer. They had poor coupling with the recharger antenna. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37791, serial# unknown, explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported zero boxes while charging the implantable neurostimulator (ins). Pt stated she was able to get more boxes to fill during the call. They noted seeing power on reset (por) message on the recharger, and the programmed indicated the ins needed to be charged. Pt mentioned she was in the ICU for a week because she had covid. Pt mentioned she hasn't seen a dr since implant. Patient services advised pt to charge her ins then attempt to connect with the programmer. No symptoms were reported.